Event description:
Device issue: none. Adverse event: no pulse and surgical intervention. Time of adverse event: post vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the following morning after successful arteriotomy closure the pt was found to have no leg pulse. The pt was taken to surgery and a plaque flap was found at the arteriotomy site and removed. The starclose se clip remains at the arteriotomy closure site. There were no reported adverse pt sequelae. No add'l was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.